Manufacturer narrative:
The fse evaluated the instrument. The fse found a hole in the tubing through pinch valve pv27. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.